Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that, post aquablation therapy, the patient went septic. The patient was treated with antibiotics for sepsis. The patient received an abdominal CT (computed tomography) scan due to the infection, and a rectal injury was detected. The patient then underwent surgery, and an artificial colostomy was applied. The patient is reported to be doing fine. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported during this event.